Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that the distal balloon would not deflate at the end of the case. The vascular surgeon pulled the balloon back near the skin and inserted a needle through the skin to puncture the balloon.